Event description:
During an atrial fibrillation ablation procedure, a catheter tip fracture occurred. Pulsed field ablation was used to isolate the right inferior pulmonary vein. While positioning the catheter to isolate the posterior wall, catheter contact was being assessed when it was noted that image appeared grainy. Under fluoroscopy, the ice catheter tip looked bent. The catheter was removed from the patient and it was confirmed that the tip was fractured. No resistance was noted while inserting the ice catheter at the beginning of the procedure and images had been normal up to that point.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be fractured. The reported imaging issue could not be confirmed. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters. The cause of the reported imaging issue remains unknown.